Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds and impedance. It was also noted that noise was present with left arm movement and the lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.